Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. D4 batch #: y70293. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone separated and the mount was noted to be loose. No functional testing could be performed due to the nose cone and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. Also rendered to the reported assembly or disassembly issues a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.

Event description:
It has been reported that during an unknown procedure the handpiece and disposable are stuck together. It is impossible to separate them. No delay. No patient consequences. No further information available.